Event description:
Customer reported that on (B)(6), 2015 the test did not start on his adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported he felt "weak and sweaty". Customer's wife gave him an oral glucose tablet and some apple pie to eat, noting he was unable to self-treat due to his symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.